Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient complained of glare and rings at night and patient was unhappy with the vision. The iol was exchanged for another lens model 7 months following the initial implant procedure. The clinical reason for explant was mentioned as malfunction of iol. Additional information received stated that patient also experienced halos at night. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company 19.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 19.0 diopter, monofocal lens model. The product has not been received to evaluate. Additional information was provided that a facility representative indicated that ¿it was documented that the lenses themselves were not defective¿. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).